Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect b12 result on a patient. Results provided: (B)(6) 2021 sid e344043808 = 364 pg/ml< repeated on (B)(6) 2021 = 274 pg/ml. Normal range: 345-1485 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer (architect serial number (B)(6)) was inspected, various diagnostic checks of the system and multiple parts replacements were performed. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the site visit by the fse. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the immunoassays systems tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no systemic issue or product deficiency was identified.